Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported during a cpc site visit that the rn primed the tubing set with normal saline and noted a leak from the drip chamber. The customer further stated that there was no patient involvement.

Manufacturer narrative:
Correction; d.4. (Material number). As this is a duplicate file to 9616066-2019-02456, the h10 of mrn 9616066-2019-02456 is provided below: the customer report that the tubing set leaked from the drip chamber was confirmed. Visual inspection of the as-received set sample observed that drip chamber spike was slightly bent to one side due to a crack and slight separation at the base of the spike. Although the damage was observed, the set sample was re-primed. Fluid immediately leaked from the damaged/separated area during functional testing. There were no other obvious damages or issues observed on the drip chamber or on the rest of the set. The cause of the leak was due to a damaged drip chamber spike caused by an external impulse/impact force. The root cause of the force was not identified.

Event description:
It was reported during a cpc site visit that the rn primed the tubing set with normal saline and noted a leak from the drip chamber. The customer further stated that there was no patient involvement.